Event description:
This 46-yr-old female underwent a "bam" in 1979 with insertion of single-lumen gel-filled implants. The MFR of these implants is not known to this reporting facility as the procedure was done elsewhere. The pt complains of breat discomfort and deformity. Gross exam: both implants are ruptured and exude sticky, stringy, viscous, gelantinous material. Capsule micro: fibrous capsules with calcification and histiocytic response.